Event description:
The article, "a multimodal approach to predict prosthesis-patient mismatch in patients undergoing valve-in-valve trans-catheter aortic valve implantation", was reviewed. The article presented a retrospective single center study to test a multimodal imaging approach to predict patient-prosthesis mismatch (ppm) risk during the transcatheter-aortic-valve-implantation (tavi) planning phase and assess its clinical predictivity in valve-in-valve (viv)-tavi procedures. Devices included in the study were trifecta, mitroflow, hancock ii, epic, toronto spv, magna ease, freedom solo, carpentier edwards, perimount, and evolut. The article concluded in viv-tavi using self-expandable supra-annular valves, a multimodal imaging approach might improve clinical outcome predicting severe ppm occurrence. [The primary and corresponding author was francesco burzotta, department of cardiovascular and pulmonary sciences, università cattolica del sacro cuore, rome, italy, francescoburzotta@gmail.com] the time frame of the study was from january 2017 to january 2023. A total of 40 patients were included in the study, of which 8 previously received an abbott device. All patients received an evolut valve for the viv procedure. The average age was 77.5 years and the majority gender was male. Comorbidities included arterial hypertension, dyslipidemia, obesity, diabetes mellitus, atrial fibrillation, chronic obstructive pulmonary disease, prior pacemaker, stroke, acute coronary syndrome, percutaneous coronary intervention, chronic artery bypass graft.

Manufacturer narrative:
The additional patient effect of malfunction reported in the article is captured under a separate medwatch report. Summarized patient outcomes/complications of toronto valve procedure were reported in a research article in a subject population with multiple co-morbidities including arterial hypertension, dyslipidemia, obesity, diabetes mellitus, atrial fibrillation, chronic obstructive pulmonary disease, prior pacemaker, stroke, acute coronary syndrome, percutaneous coronary intervention, and chronic artery bypass graft. Some of the complications reported were aortic valve insufficiency, hospitalization, and additional surgery (valve-in-valve); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.